Manufacturer narrative:
H3; analysis of the catheter identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. H6; the previously reported conclusion code 11 no longer applies to this event and has been updated to 67. The previously reported method code 4118 no longer applies to this event and has been updated to 10. The previously reported results code 3233 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on 2020-jul-29. It was reported that the patient continued to retain fluid at the pump site and was going into the office to have it drained every few weeks. Approximately 135cc of fluid was removed at the last appointment, and 30cc the appointment before that. The surgeon wants x-rays taken of the area and possibly a dye study to rule out pump system involvement. The fluid had not been tested so it was unknown what the fluid was, but the patient did not have any withdrawal symptoms or symptoms of a cerebrospinal fluid leak. Surgical intervention was not planned at the time of the report. The patient's weight was unknown, and their medical history included spasticity due to cerebral palsy. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient met with the doctor for follow-up on (B)(6) 2020 at which time 115 cc of fluid were taken off the pocket site. A dye study was to be scheduled for sometime during the week of (B)(6) 2020 pending insurance approval. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 2002 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the patient was taken into surgery to find and repair source of leak causing fluid retention in pump pocket. There were also issues with the pump pocket healing. The patient has had several hundred ml¿s of fluid aspirated from the pump pocket for "several weeks." For example, 150cc was aspirated on a tuesday and the next wednesday another 120-150cc was aspirated again. The patient is "not symptomatic at all.¿ a dye study was attempted at the beginning of the case after apparent successful aspiration of approximately 3cc of fluid from the cap. Dye pooled around pump near the pump connector and did not appear to travel through the catheter. Pump pocket was opened to visualize catheter connection to pump; there was no visible leak. Under fluoro, an oval-shaped bubble was observed approximately halfway up the pump segment of the catheter. Spinal incision revealed good connection between proximal and distal segments with no visible leak. Surgeon elected to replace the pump segment with a new 8596sc segment; no trimming of the catheter was done, leaving catheter volume unchanged by the procedure. Incisions were closed. A final aspiration was attempted in recovery per physician preference. Patient was returned to or for fluoro assistance. Post-revision aspiration was unsuccessful. Reservoir was refilled by surgeon; doctor was informed of options for priming/not priming the cap and catheter based on unsuccessful aspiration; with information per tech services calculations, surgeon chose to perform a priming bolus. There was a small bulge in the catheter and that was removed and a new section of catheter was spliced. The physician feels as though everything is intact and functioning now. They discussed concern about the tcv being full/partial of drug based on previous history. Discussed it is a medical decision to prime or not prime based on that history (dye pooling at the pump site) and the delay in drug delivery of no prime and the tcv was actually aspirated 1.5 days. The explanted 8596sc will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 182.2 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient had swelling around his 20cc pump after a refill procedure last thursday ((B)(6) 2020). After refill procedure, there was clear liquid seeping from the needle puncture site. Per the patient¿s mother, the surgeon withdrew approximately 40cc from the pump pocket site the following day; placed the patient on antibiotics; and told them that a binder was to be worn at all times. No other actions had been taken to date or were planned and it was unknown if the issue was resolved. It was noted that the managing physician¿s office and surgeon were in contact with one another and that the hcps had no additional information to provide regarding the event but would provide updates if any further action was necessary to correct the issue. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that there was none other than the refill procedure. The patient status was reported as ¿alive, no injury.¿ no further complications have been reported as a result of this event.